Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, moisture was observed behind the pump display lens. During testing, the pump did not power on; the display screen remained blank and no audible tones or vibrations were emitted. A test cap was secured to the pump; however, the pump remained unresponsive due to moisture damage. Moisture was also observed in the battery compartment. A leak test was performed and failed due to leaks in the battery compartment and pump casing. When the pump case was removed there was evidence of additional moisture contamination. The complaint of a display issue could not be adequately investigated due to the pump¿s unresponsiveness caused by moisture ingress.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that the display was dim, faded, and discolored. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.